Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to available cgm glucose values. Insulin deliveries were paused briefly on the reported event date by access of the "pause insulin" menu and slider, and reminder alerts to resume delivery were annunciated and marked as "acknowledged." The ilet was appropriately triggering device and cgm glucose alerts. Device logs show a significant amount of cgm glucose values were not available to the device due to cgm signal loss or "brief sensor issue" alert. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on device data and case notes, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure or other issue with the supply change. The dexcom g7 cgm sensor issues preventing the ilet from receiving cgm readings likely contributed to the severity of the event.

Event description:
On 7/1/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user's certified diabetes care and education specialist (cdces) contacted the cds and reported the user attempted to perform the ilet's fill tubing function and in two instances no insulin was seen passing through the tube. The cds met with the user and cdces via zoom after the first instance and no issue was found. On 7/2/2024 a beta bionics customer care agent contacted the cdces for additional event information. The cdces reported the user's bg rose to 730 mg/dl. Ketone testing was done but the results were not reported. The user was hospitalized for dka. What treatment the user received was not reported.